Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. The reported field event of noise was confirmed via review of stored electrograms. The device was tested using automated test equipment and no anomaly was found. The cause of the field event could not be determined.

Event description:
It was reported that two months post-implant, noise was observed on both atrial and ventricular channels on a remote transmission as well as in clinic. Failure to interrogate the device with both an inductive wand and rf telemetry was also noted. The device was explanted and replaced. There were no complications to the patient before or after the procedure.